Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post implant the right ventricular (rv) lead exhibited unstable pacing thresholds. X-ray imaging confirmed the lead appeared to be pulled and displayed a reduction in lead slack. During lead repositioning operation, after the screw was retracted, the position was changed and the screw extrusion was attempted, but it was difficult to extend the screw. The lead was extracted and upon visual examination, the screw could not be extended; therefore, the lead was replaced. No patient complications have been reported as a result of this event.